Event description:
It was reported that during routine pulse generator change; the setscrew on the atrial port could not be unscrewed; the atrial lead could not be removed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.